Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable could not be tested due to gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage. The device meets specification and user requirements. The patient was in a tachy untreated episode followed by a asystole episode prior to 4 tachy treated episode which was identified as asystole with CPR , then followed by a final asystole episode. Wcd is not indicated for the treatment of asystole. Patient death was not related to wcd performance.

Event description:
Ems reported patient received therapeutic shock. Patient was sitting at the computer at the time of the event. Patient deceased. The patient was in a tachy untreated episode followed by a asystole episode prior to 4 tachy treated episode which was identified as asystole with CPR , then followed by a final asystole episode. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.